Event description:
It was reported to philips that the measurement panel was broken. An authorized field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed and it was determined that the measurement panel needed to be replaced. Upon conclusion of the evaluation, it was determined that this was a malfunction of the measurement panel. The measurement panel was replaced to resolve the reported issue and the device remains at the customer site. No further evaluation is required at this time.

Event description:
It was reported to philips that the measurement panel was broken. There was no patient involvement.